Event description:
Consumer reported complaint for high blood glucose test results and error message (e-3). Retailer is calling on behalf of the customer. The customer is concerned with test results from results obtained of 335 mg/dl. The customer¿s expected am fasting blood glucose test result range is 110-115 mg/dl. The customer feels well and did not report any symptoms. Customer stated due to the e-3 error he had gone to the pharmacy. When he ran a blood test he received a high result of 335 mg/dl fasting he was concerned because he had not eaten any sweets and it was taken 2 and a half hours after a meal. Customer called walmart customer service and then walmart contacted manufacturer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 11/26/2026 and open vial date was not provided. The customer did have another vial of test strips of the same lot that had been stored and handled correctly. During the call, a back to back blood test was not performed by the customer. The meter memory was reviewed for previous test result history: result 1: 137mg/dl, date: (B)(6), time: 10:33a fasting 2 hours after a meal, result 2: 157mg/dl ,date: (B)(6), time: 7:59a fasting am pre-meal , result 3: 105mg/dl ,date: (B)(6), time: 4:28p fasting 2 and 1/2 hrs. After a meal , result 4: 335mg/dl ,date: (B)(6), time: 4:25p fasting 2 and 1/2 hrs. After a meal.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to pharmacy due to meter error message. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned- reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.